Event description:
It was reported that during a gastrectomy procedure; the device was opened out of sterile packaging and scrub tech identified that the manual override lever was completely detached from the top of the stapler. The procedure was completed using same like device. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pce45a device was returned in good visual condition and with no cartridge loaded on the device. In addition, the bailout door was out of position and the lever was down. Please note that if the manual override door is removed the device is disabled and cannot be used for any subsequence firings until the door is installed. Upon further inspection the shrouds were noted to be partially separated and damaged. The bailout door was properly installed and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no damaged on the manual override door was noted during visual and functional testing. No conclusion could be reached as to how the shrouds became damaged however it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.